Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and resolved the leak by replacing the hemoglobin (hgb) syringe, which provides lysing agent for the hemoglobin (hgb) dilution. The fse verified the instrument and the instrument was returned to normal operation. Further analysis indicates the hemoglobin results are likely to be impacted due a faulty hemoglobin syringe which improperly channels reagent delivery to the instrument. (B)(4).

Event description:
The customer reported approximately 3 mls of fluid leaked underneath the coulter ac·t 5diff cap pierce. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.